Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump and her blood glucose was 516 mg/dl. She treated with injection and changed the infusion set. She then received another no delivery alarm. The customer rewound the insulin pump and stated it was working again until the day of reporting. Her blood glucose was 360 mg/dl on the date of this report. The customer treated with manual injection. She had already changed the infusion set and thrown away both the set and the reservoir. The cannula was not bent and she was only receiving the alarm when connected to the insulin pump. It was explained to the customer that she may want to contact her healthcare provider, since it seemed to be a site issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).